Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the trial fractured during the sterile reprocessing activities. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   H6-component code- suggested code: mechanical (g04) - provisional bottom. Visually verified item lot combination and reviewed manufacturing date as item exhibits signs of use (nicked or gouged) and is fractured on lateral side of post. All pieces returned. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations found. Item was identified as part of a previous CAPA activity. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all users on file at the time of the field notice. Tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Complaint confirmed. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.